Event description:
During a whipple procedure, at the completion of firing of the plcr60b reload, the staples on both sides of the transection were found to have opened up. Another device was used to close the tissue on both sides of the transection. The pt suffered no adverse effects subsequent to the procedure.

Manufacturer narrative:
Device was discarded by or personnel.